Manufacturer narrative:
Device used for treatment, no diagnosis. Aguado-maestro, I., et al. (2013) results and complications of pertrochanteric hip fractures using an intramedullary nail with a helical blade (proximal femoral nail antirotation) in 200 patients. Revista espanola de cirugia ortopedica y traumatologia 57:201-207. This report is for an unknown proximal femoral nail antirotation/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: aguado-maestro, I., et al. (2013) results and complications of pertrochanteric hip fractures using an intramedullary nail with a helical blade (proximal femoral nail antirotation) in 200 patients. Revista espanola de cirugia ortopedica y traumatologia 57:201-207. The country of origin is (B)(6). A retrospective study was conducted on 200 patient treated consecutively between april 2010 and february 2012 using medical records and imaging data. The patients had pertrochanteric fractures and were treated with the proximal femoral nail anti-rotation. The inclusion criteria for the group were extracapsular fractures, low-energy trauma, osteoporosis and aged 60 years or older. The group consisted of 56 males and 144 females ranging in age 60-98 years. The study was conducted based on medical records and imaging data that was collected during the course of treatment. Two patients experienced problems not related to device malfunction. The first patient experienced continuous, active bleeding. The second patient experienced deep vein thrombosis. Two patients experienced painful fascia lata. One patient experienced delayed union with dynamization. One patient experienced avascular necrosis. This report is 3 of 3 for (B)(4). This report for an unknown proximal femoral nail anti-rotation (pfna) system.

Manufacturer narrative:
UDI: unknown part number, UDI is unavailable. This information was not entered into the initial report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.